Event description:
Dealer states the wheel has pulled off of the rim. Replaced under warranty. No report of injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue under warranty. Model t4, serial number/date (B)(4) is approximately 8 months old. The owner's manual part number 1110558, rev.h(feb-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. The initial reporter was contacted for additional information, however, no further information was provided.